Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter mail, event site contact details), g3, g6, h2, h3, h6 (b4, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11 no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
Na.

Event description:
Na.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: e1 (initial/event site reporter email: additional mail is: (B)(6)).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
The customer reported difficulty in advancing the intra-aortic balloon (iab) catheter through the sheath. Although the balloon initially passed through, additional force was required to continue the insertion process. There was no harm reported.